Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and identified the failure mode as a bent sample probe. The fse replaced the sample probe to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of false low glucose (gluc), sodium (na), potassium (k), chloride (cl), carbon dioxide (co2). Calcium (ca) patient results on their au480 ise clinical chemistry analyzer. The customer repeated the sample with results considered correct. The erroneous results were not reported outside of the laboratory. There was no report of change to treatment, injury, or death associated with event. The customer stated the analyzer generated low result of zero (0) or close to zero. The customer did not provide patient data or demographics.